Event description:
It was reported by healthcare staff that there have been rising thresholds on the patient's epicardial right ventricular (rv) lead. The rv lead remains implanted, and in use, with tentative plan to replace the rv lead when assessed to be necessary. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).